Event description:
It was reported that the patient called in reporting an internal sensor error (ise) the issue was resolved by troubleshooting. The patient also reported that sensor was sparking when the patient was removing the c6 sensor from the charger. A replacement was ordered. No patient injury was reported.